Manufacturer narrative:
No reports were received regarding failure or malfunction of the nalu system or any of its components. Cardiac arrest is a known risk of surgical procedures and is not attributed specifically to the device.

Event description:
On (B)(6) 2022, during an implant of the nalu spinal cord stimulator, the patient went into cardiac arrest. Implant procedure was aborted. Patient was subsequently successfully implanted with the nalu system on (B)(6) 2023.